Event description:
Customer reported that he was hospitalized due to unexplained high blood glucose. Customer stated that the blood glucose was 260 mg/dl because his insulin pump was under delivering. Customer stated that the insulin pump looks like it is working, but the piston was not moving. Customer also stated that the insulin pump was worn during an MRI and the time was one hour behind. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.